Event description:
It was reported that the lite decompression tube snake arm clasp will not tension on the tubes intra-operatively. The procedure was completed successfully with an unknown surgical delay.

Event description:
It was reported that the lite decompression tube snake arm clasp will not tension on the tubes intra-operatively. The procedure was completed successfully with an unknown surgical delay.

Manufacturer narrative:
Visual inspection: it was observed that the distal lever/clamp had deformed. The circular feature of the clamp had flattened. Functional inspection: the device was functionally inspected using a sample decompression tube. The tube did not fit securely onto to clamp due to the deformation. The connection was unstable and the tube was moving. Manufacturing records were reviewed for the corresponding lot and no relevant issues were identified. From IFU: the life of the instrument depends on the number of times they are used as well as the precautions taken in handling, cleaning and storage. Great care must be taken of the instruments to ensure that they remain in good working order. For instruments with articulations, lubrication may be necessary. Using a silicone lubricating cream is recommended. No additional information was provided therefore an exact root cause cannot be determined. Possible contributing factors: lack of lubrication and wear after repeated use.